Event description:
According to the info received, at implant, there were no problems during the bypass procedure and the graft had "very good" distal run-off. This procedure was one of the ten required for the surgeon's product certification. Four months postoperatively, the pt experienced a myocardial infarction and the graft was noted to be occluded. A cardiologist treated the native vessel with a stent and the pt was reported to be doing "fine". The surgeon was reportedly "surprised" by the occlusion because the graft had "such good distal run-off" at implant. He also stated the appearance of the angiogram was "unusual" in that not even a "small dimple" could be visualized to indicate the aortic ostium of the graft. It was reported the surgeon was not "overly concerned" and acknowledged grafts "shut down for a variety of reasons". No probable cause for the occlusion was identified. No additional info was received.